Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the guidewire into the left ventricular lead. The physician elected to remove and replace the lead. No patient symptoms were reported.